Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date was reported as occurring (B)(6), 2011. The inability to deploy the stent can be affected by numerous factors including, but not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. To ensure that this type of occurrence is not a result of a potential manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, deployed stent outer diameter and uniformity of expansion. In this case the stent delivery system (sds) was not returned for analysis and may have assisted in the investigation. It is possible that there may have been a faulty connection between the inflation device and the sds which contributed to the failure to deploy. It should be noted that the instructions for use states that prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Since the physician could not recall if the stent was on the sds prior to the procedure, it is possible that handling of the stent during unpacking may have contributed to the stent dislodgement, thus delivered to the lesion site with no stent. This would have contributed to the failure to deploy the stent. In this case, a conclusive cause can not be determined for the reported failure to deploy, stent dislodgement and foreign body in patient. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported and the product was not returned for analysis.

Event description:
It was reported that on (B)(6) 2011, during a conversation with the physician, it was mentioned that a couple weeks ago in may, an issue occurred with an unknown xience v stent. The stent was unable to be deployed in the patient and when the device was removed from the patient anatomy, the stent was not on the stent delivery system. Angiogram was performed and stent was not found in the patient's anatomy. The physician assumed that the stent was on the device before the procedure but could not be certain. There was no reported adverse patient effects. Though requested, there was no additional information provided.